Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the keyboard hinges were broken. (B)(4): analysis found that there was no telemetry with the device, the cable was out of electrical specification.

Event description:
It was reported the auto identification function was intermittently not working. The programmer head was changed and the problem continued. The programmer and programmer head were returned for repair. No patient complications were reported as a result of this event.